Event description:
It was reported that post implant a realize gastric band, the port flipped. It is unknown how the port flip was detected. The port was replaced with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the actuator ring from the injection port was returned in unlocked position, hooks were retracted. The locking connector was in locked position. Biological debris was observed around the hooks and the actuator ring. Upon microscopic evaluation of the port septum one punctured was observed. Also noted on the port body, the septum retainer, where the lot number is etched, had several needle punctures. The needle marks at the back of the port is an indication of a port flipped and most likely performed when attempting to access the port for band adjustment. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted with successfully. A review of the product's instruction for use (IFU) was performed with respect to port placement and it was noted that the realize applier is used to engage the fastening hooks of the injection port and secure the injection port on the fascia of the anterior rectus sheath or the abdominal oblique muscles. It is also noted that the port should be placed in a location in the patient that will minimize the risk of port migration or rotation. The injection port can be secured using sutures if appropriate fixation cannot be accomplished by the integrated fastening hooks. A potential root cause of the reported events is that the port may not have been properly secured to the fascia resulting in the port movement. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. Therefore it is unlikely that a manufacturing issue contributed to the reported event.